Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. Investigation of the sample was not possible due to insufficient volume.

Event description:
The user experienced an issue with questionable high free triiodothyronine (ft3) results for a patient sample every four to five days where the tsh result was high and the ft4 result was normal. Data was provided for one patient sample with discrepant ft3 and free thyroxine (ft4) results. The initial ft3 result was 7.98 pmol/l and the repeat result on the same analyzer was 8.03 pmol/l. The initial ft4 result was 13.65 and the repeat result on the same analyzer was 13.36. No unit of measure was provided. On (B)(6) 2011, the same sample was tested in another laboratory with two cobas 6000 systems. The ft3 result from cobas I was 4.78 pg/ml and the result from cobas ii was 4.64 pg/ml with a data flag. The ft4 result from cobas ii was 1.09. No unit of measure was provided. The same sample was also tested on a centaur analyzer and the ft3 result was 2.12 pg/ml (3.25 pmol/l). No adverse events were alleged regarding the issue. The ft3 reagent lot number was 158371. The ft4 reagent lot number was not provided.